Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge on the pump was leaking. The customer's blood glucose (bg) level was elevated and a correction bolus was used to address the bg level. The customer was hospitalized for diabetic ketoacidosis which was treated with an insulin drip. The customer was discharged after 3 days. As this event occurred in the past, tandem technical support was unable to troubleshoot for the leaky cartridge.